Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 8ch infinity dbs lead kit, 40cm, 0.5, b, model: 6172, UDI: (B)(4), serial: (B)(6), batch: 6177541".

Event description:
It was reported that the patient experienced erosion over the extension-to-lead connection. As a result, surgical intervention was undertaken on (B)(6) 2026, during which the system was explanted to address the issue. It is unknown which lead is related to this issue.